Event description:
The customer reported that the system displayed an intermittent communication error message. This error message likely will cause the system to lock-up for shut down or prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.